Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 3.0x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and was within maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube and the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). A 3.00x16mm promus element ¿ drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. After the device was removed, it was noted that the stent strut was mildly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). A 3.00 x 16 mm promus element ¿ drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. After the device was removed, it was noted that the stent strut was mildly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.